Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: yesterday we had a 3rd similar incident. Again, the user pressed the retraction button but the needle did not retract. The staff member reported she pressed the button several times and with some force but the needle did not retract. This happened 9/6/2023. Lot 3192264 exp 6/30/2026. There is no photograph and the physical device was discarded. There was no injury or other adverse event.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: yesterday we had a 3rd similar incident. Again, the user pressed the retraction button but the needle did not retract. The staff member reported she pressed the button several times and with some force but the needle did not retract. This happened 9/6/2023. Lot 3192264 exp 6/30/2026. There is no photograph and the physical device was discarded. There was no injury or other adverse event.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.